Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis and dehydration on (B)(6) 2021. Blood glucose reading was over 600 mg/dl may had been in the 700 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip at the hospital. The stated that they had symptoms such as vomiting. The insulin pump will not be returned for analysis.